Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not display a blank screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.